Event description:
The following was reported: on sunday evening, during an esophageal foreign body operation, an otolaryngologist used an esophagoscope fine scissors to cut a fishbone in the esophagus. The scissors malfunctioned during use. After several unsuccessful attempts, the fine scissors were removed from the patient's body and tested on a surgical drape, which they also failed to cut. The scissors were then placed on the surgical instrument cart. After the operation was completed, the nurse found the instrument to be abnormally shaped during instrument retrieval and suspected a defect. She instructed the on-duty nurse to keep the instrument for further verification the next workday. By this time, the patient had been safely returned to the ward. On monday, the instrument nurse compared the oddly shaped instrument with photos taken during instrument packaging and confirmed that the distal tip of the scissors had broken off. The on-duty surgical nurse and operating surgeon were immediately notified, the surgical course was reviewed, and the incident was reported although the broken tip has not been recovered, retention of the fragment inside the patient has been ruled out. Due to the unknown whereabouts of the scissors distal tip, this case is deemed reportable for precautionary reasons.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).